Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. As the alarms occurred in the past, troubleshooting was unable to be performed. There was no reported impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.